Manufacturer narrative:
Related MFR # 2916596-2022-10653. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was having a normal dressing change by their spouse on (B)(6) 2022 when the pump alarmed and the patient became unresponsive. Emergency medical services (ems) were called. When ems arrived, the ventricular assist device (vad) coordinator was contacted and the system controller was found to have no green circle illuminated, low, flow, no external power, communication fault, and replace system controller. The system controller was exchanged and restarted successfully with the assistance of the vad coordinator via telephone and device values were normal. The patient's family member stated that the patient was probably down for 20 minutes before the system controller was replaced. The system controller was to be returned for further evaluation and log files were attached. The event log captured controller internal fault (B)(6) 2022 at 22:07 and continued for the remainder of the log. These were followed by communication a and communication b faults. All of these events continued for the remainder of the log with the vad numbers for speed, flow, pulsatility index, and pump power at zero. The patient was intubated and transported to a hospital where a head cat scan was obtained that demonstrated no acute intracranial process. The patient was transferred to the implant hospital where the withdrawal of care took place on (B)(6) 2022 and the patient passed away after anoxic brain injury was confirmed.

Manufacturer narrative:
Section h6: the patient's cardiac arrest, brain injury, hospitalization, imaging, and death are reported against the patient's pump in MFR # 2916596-2022-10653. Manufacturer's investigation conclusion: the reported event of a controller fault alarm was confirmed. The heartmate 3 system controller (serial #: (B)(6) ) was returned for analysis and log files were submitted/downloaded spanning approximately 8 days ((B)(6) 2022 per timestamp). Events on (B)(6) 2022 are from product testing at abbott. A controller internal fault alarm on (B)(6) 2022 at 22:07:47 was associated with ocp a and b open and communication a and b faults. The faults activated due to the motor voltages a/b and the current sense on lines a and b dropping below the voltage and amperage threshold. Pump off alarm was also associated with these events. The system controller (B)(6) could not operate with a pump upon arrival. During further testing, it was observed that there were electrically damaged fuses in the main pcb of the controller. These fuses were replaced, and the controller could operate a pump without issues. The controller passed functional and burn-in testing after this part exchange. The root cause of the reported event was determined to be electrically damaged fuses on the system controller. The cause of the fuses electrical failure could not be determined. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial#: (B)(6) ) was manufactured in accordance with manufacturing and qa specifications. The system controller (B)(6) shipped to customer on 09oct2018. Heartmate 3 instructions for use section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 5 section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer reference number: 2916596-2022-10653.